Event description:
The customer called and reported that the insulin pump was alarming no delivery during basal delivery. The customer's blood glucose was not known. Assistance was provided in performing a 5.0 unit fixed prime. Insulin did exit. Upon removal of the infusion set, customer stated the cannula was not bent. The customer did not wish to run an additional 5 unit fixed prime to determine if cannula or site was occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.